Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2017 with the following findings: during investigation, the display was blank at power up with audible and vibrations. Unable to test any buttons due to a blank display. The display lens had a leak. There was moisture and moisture corrosion noted inside the pump and on the display. The blank display was due to moisture corrosion. Due to moisture damage, the files were unable to be downloaded.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.